Event description:
It was reported that immediately following implant, an x-ray was performed which showed that the leads were not fully inserted within the header. The pocket was reopened and the leads were full inserted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.